Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patients mother a possible broken sensor wire on (B)(6) 2015. The patients mother stated that part of the wire was in the skin and part of the wire was in the sensor applicator. The patients sensor was inserted into the arm, which is considered off label use. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted in an unapproved site. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.